Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has previously been sent to baxter for service, and the reported condition is related to a previous reported problem for this pump. A device history review was also performed, finding an incorrect disposition during data card inspection was noted during the manufacturing of this device. This issue was rectified. Device evaluation: the condition of a mini-infuser with pieces broken off was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. No repairs were made to fix the reported condition.

Event description:
The facility representative reported a mini-infuser with a condition of physical damage - pieces broken off. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.